Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi mmol/l, which on the system indicates a result in excess of 33.3 mmol/l (aviva insight) and 7.9 mmol/l (aviva combo). On (B)(6)2017 customer allegedly received the following results, with two different meters, within 10 minutes: 26.7 mmol/l (aviva insight) and 11.3 mmol/l (aviva combo). Readings occurred with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.